Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective prism was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, our technician confirmed that the us connector cable (long) coating damage, the lcb (light carrying bundle) broken, the lcb distal cover glass broken, the light guide cable buckled, the light guide cable for control body buckled, the distal end with ccd module/us probe cracked, the lg prong corroded, the segment crushed, the insertion flexible tube leak, the root brace rubber (insertion flexible tube) cut, the jet socket cut, and the lg prong top worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).